Manufacturer narrative:
The device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and contrast in the inflation lumen. The balloon was tightly folded and the stent was in place. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. Vascular access was obtained via a left artery. The 83% stenosed, 3.0x17mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation, a 20 x 3.00mm rebel bms stent was advanced for treatment. However, the device was unable to cross the lesion and after removal, the stent was deformed. Finally, it was decided to complete the procedure next time due to patient's unstable blood pressure. No further patient complications were reported.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. Vascular access was obtained via a left artery. The 83% stenosed, 3.0x17mm, eccentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation, a 20 x 3.00mm rebel bms stent was advanced for treatment. However, the device was unable to cross the lesion and after removal, the stent was deformed. Finally, it was decided to complete the procedure next time due to patient's unstable blood pressure. No further patient complications were reported.